Manufacturer narrative:
Patient code was used for the cardiac event as there is no other code that best describes cardiac event. This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event, which was allegedly caused by exposure to the product administered for dialysis treatment.